Event description:
Surgical tech developed rash/hives/swelling of face and neck apparently after using this mask. He went to urgent care and was given a steroid for dermatitis. He also missed two weeks of work and was on worker's comp. He returned to light duty. Upon his return he switched back to his original mask (not a cardinal health mask), but then reacted to it also. He has been referred for allergy testing.

Manufacturer narrative:
No lot number was provided; without the lot number, we are unable to review the device history record to determine if any deviations took place during the manufacturing process of this device. No sample was provided for evaluation. Without the sample, we cannot determine a root cause for the reported issue. During the product development phase, all materials used for the mask were evaluated for biocompatibility. The testing was performed in accordance with international standard iso 10993 biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. This mask is engineered without dyes or other potentially irritating materials. No corrective action will be taken. We will continue to monitor for complaints of this nature.